Manufacturer narrative:
Reported event: an event regarding revision due to pain, instability and infection is reported involving triathlon insert. The event was confirmed for instability based on medical review but event was not confirmed for infection. Method & results: product evaluation and results- product inspection - not performed because device was not returned. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that : revision of the implant was confirmed. There were no implant factors leading to the revision. The primary cause for revision was pain. At the time of the revision flexion instability was diagnosed. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusions: the event was reported about revision due to pain, instability and infection is reported involving triathlon insert. The event was confirmed for instability but event was not confirmed for infection. The exact cause of the event could not be determined because insufficient information was provided.further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study 2018-010. Per the report received 3/31/2020, indication for revision is pain and instability; femoral component and tibial liner revised.".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study (B)(4). Per the report received 3/31/2020, indication for revision is pain and instability; femoral component and tibial liner revised."

Manufacturer narrative:
Additional info: b5 - executive summary.

Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study 2018-010. Per the report received 3/31/2020, indication for revision is pain and instability; femoral component and tibial liner revised." Update per medical review: " (B)(6) 2010: seen in office. She was admitted to the hospital for pain and evaluation by infectious disease. (B)(6) 2009: history and physical noted that questions of instability and potentially low grade infection necessitated need for revision."